Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report 2032227-2014-20652 for the insulin pump.

Event description:
Customer reported that she wanted to send the reservoir back for analysis due to experiencing unexplained high blood glucose levels. In the morning it was 274 mg/dl, a few hours later it had increased to 374 mg/dl, and prior to the phone call it was 424 mg/dl. The customer tried to treat with a bolus. The customer stated that she felt thirsty. Customer treated with manual insulin injection. The customer stated that the drive support cap of the insulin pump was sticking out. Self test passed. The alarm history showed low reservoir alarm. During the fixed prime test the device did not alarm. The infusion set was removed and it was noted that the cannula was bent but not occluded. The customer was advised to change the reservoir and the infusions set and discontinue the use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Evaluated 2 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into insulin pump. Conclusion: reservoir not occluded and no leaks.